Event description:
A temperature alarm 15 was reported by the caller, indicating a problem with the pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Tandem technical support arranged a return and replacement of the pump, and the customer was instructed to use mdi as a backup insulin therapy. The customer was given guidance on putting the pump into storage mode and returning it via a pre-paid label.